Event description:
Small bowel adhesions and flanges [postoperative adhesion]. Intestinal obstruction [intestinal obstruction]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a company representative regarding a (B)(6) female pt, initials unk, with postoperative adhesion. The pt's medical history is relevant for endometriosis with the pt having already undergone 14 previous laparotomies. On an unspecified date, 4 sheets of seprafilm membrane were placed during a laparotomy due to an intestinal obstruction with adhesions and flanges. After 40 days, the pt presented again with intestinal obstruction requiring new laparotomy and it was found "quite" adhesions and flanges in almost all the entire small bowel. The pt was hospitalized. The action taken with seprafilm treatment was not provided. The outcomes for the events of small bowel adhesions and flanges, and intestinal obstruction were unk. Concomitant medications were not provided. The intensities for the events of small bowel adhesions and flanges, and intestinal obstruction were assessed as unk. The relationships between seprafilm and the events of small bowel adhesions and flanges, and intestinal obstruction were not provided by the reporter.